Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the usb cable did not successfully charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.